Event description:
It was reported that increased pacing threshold and decreased sensing were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal. No anomaly was found. Correction notes a change to the expiration date. Original expiration date filed was (B)(6) 2012.